Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. The customer's blood glucose level was 123 mg/dl. The customer reported that they were able to clear the alarm but got the error again. The customer was advised the insulin pump was possibly under delivering. The insulin pump will be returned for analysis.